Event description:
The following has been reported: biomed reported: ticket stated, "not working". Cleaned and attempted test infusion. Alarmed and unable to continue. Patient status unknown. A preliminary review identified the following issue: pneumatic valve leak failure (valve 1). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for pneumatic valve leak failure. Device displayed a red pump service alarm after powering on. Log files were reviewed and multiple valve 1 leak failures were present. The device was opened to inspect for internal damage and to perform testing on the pneumatic system. No internal damage was identified. The pneumatic system was tested and failed during hardware testing, indicating a valve 1 gross leak failure. The installed manifold block assembly was removed and swapped out with a manifold block assembly used for testing. The pneumatic system was able to pass without failure. The tank body installed in the device was inspected. Multiple cracks were found on the positive side of the tank. The tank was removed and replaced with a new tank. The pneumatic system was able to pass testing with the new tank installed. The device was then reverted back into clinical mode to run an infusion. The device powered on and ran an infusion successfully. The device will be sent through the repair process before being sent to the test line for full functional testing.